Event description:
It was reported the disposable leaked. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One sample was received which consists in one extension set. Eight photos were attached in the complaint, an extension set is observed where a drop is identified through filter air vent. No obstructions, damaged, broken or other defects were detected in none of the joins of the products. During the leak test, leak is present in the filter air vents, complaint is confirmed. As per the cautions section leaking could occurred if using solutions contained high levels of surfactants may cause fluid leakage through the air vent passage of the filter. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture